Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: a clamp could not be inserted. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: the DHR was reviewed and no issues were found during manufacture that would contribute to this complaint condition.

Manufacturer narrative:
Holding sleeve, 313.97.

Manufacturer narrative:
Additional narrative: manufacturing evaluation was conducted. The report indicates that the returned disassembled components were re-assembled for this evaluation to check the function of the instrument. After re-assembly the instrument passed all of the function checks required at manufacture. The material checks passed and one dimensional check that was performed passed. The instrument functions are as manufactured and relevant checks all passed. Device was used for treatment, not diagnosis.